Event description:
Immediately following the system implant, it was reported that the pulse generator exhibited loss of ventricular capture in the bipolar configuration with an impedance of greater than 2000 ohms. The pocket was reopened, the setscrew was loosened, and the lead was taken out of the header. It was then reinserted, and the setscrew was tightened again, after which capture and sensing were appropriate.

Manufacturer narrative:
No medwatch form was received.